Event description:
In (B)(6) 2011, I had right hip replaced. I had severe arthritis in that hip. She reamed up to a size 52 she implanted a zimmer versy hip system with 2 screws, she then implanted the polyethylene with an elevated liner. She then went to the femur ream to size 14 she braced up to 13 because she was having a tight fit. She used a zimmer 13 trabecular metal stem on implantation a crack was noted she then put 2 cables around; the femur cables were smith and nephew. The parts they used on first hip was lot 61596336 continuum acetabular system trabecular metal shell with cluster holes, longevity highly crosslinked polyethylene, 2 bone screw, femoral stem trabecular metal primary hip prosthesis, and versy hip system femoral head all is zimmer 2 cables from smith and nephew. In (B)(6) 2013 had to have it replaced, when working on the hip they ran into a amorphus yellowish around the huo bone. This is fairly thick was about 2cm in thickness hip joint is dry, no sign of infection. When they knocked the femoral head off the stem doctor examined this very closely and there were definitive signs of corrosion along the trunnion of the femoral implant with a dark grayish black material staining the trunnion. They stated the problem I was having was the capsular so they removed everything and started all over, now after 3 1/2 months have to have another surgery to remove a claw. They had to put in because of the femoral bone.